Manufacturer narrative:
(B)(4). The investigation of the returned device confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that before starting the case the surgical tech was going over her instruments and noticed a crack and chip out of the attune femoral impactor. The part was taken off the field and replaced with another impactor. During the case and while the tibial tray was being impacted into place, the fb impactor head broke. The pieces were collected, decontaminated and will be returned. Replacement parts are needed. No surgical delay.